Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to press buttons. The customer reported that the screen was not coming on after battery change. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump was monitored with multiple basal rates, and the pump functioned properly. No blank display or display anomalies were noted. No damage inside the pump was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart and self tests. All operating currents tests were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.